Event description:
Boston scientific received information that during a routine device check, this right atrial (ra) lead exhibited the inability to capture the patient's myocardium at high outputs. A chest x-ray was performed which showed that the lead had dislodged. A lead revision procedure was performed where this lead was extracted using a laser, and then a new ra lead was implanted. It was reported that this lead will not be returned for analysis as it was kept by the hospital facility. There were no adverse patient effects reported.

Manufacturer narrative:
At this time no further information concerning this report is available, and our investigation is complete. This investigation will be updated should further information be provided.